Event description:
Additional information provided noted that when an x-ray was performed it was confirmed that this ra lead was stretched.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that abnormal pacing impedance measurements were noted when it comes to this right atrial (ra) lead. The lead was surgically abandoned, and will not be returned. An ra lead fracture was alleged. A new lead was implanted. No additional adverse patient effects were reported.